Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a blank display. The customer¿s blood glucose level was 3.9 mmol/l at the time of the incident. The customer had low blood glucose levels and was treated with food. The customer stated that the pump screen was blank and notification light is still blinking but cannot get screen to come up. Customer stated that the display was not blank less than 30 seconds. Customer stated display was blank currently. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.